Event description:
It was reported that the ilet device exhibited screen delamination consistent with screen bezel separation, and a replacement was coordinated. Symptoms included no reported adverse clinical effects or alarms. Outcomes included no impact to health and no hospitalization. Investigation included standard complaint intake, troubleshooting with the user, and arrangement for replacement. Investigation of this case revealed a user-reported cosmetic and mechanical screen separation affecting the display assembly, with no functional performance issues identified through troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or wear consistent with component degradation.

Manufacturer narrative:
Initial.